Event description:
A (B)(6) male admitted with history of bilateral knee replacements. As noted the patient was doing well until the month prior to admission, complained of significant amount of pain and swelling involving his left lower extremity, diagnosed with cellulitis. He was given antibiotics but continued with pain and swelling. Seen later, not better, knee aspiration for fluid build up and given medrol which helped for a few days only. He subsequently developed some pain and swelling of the other knee as well. As reported he was admitted with a temp of 100.8, significant pain, and unable to flex or stand on his left lower extremity. Scheduled for debridement and synovectomy of both knees with exchange of tibial polyethylene inserts of the total knee replacements. Intra-op per surgeon, noted both knees to have inflamed synovium with evidence of hypertrophic tissue and whitish deposits on the periphery which resembled foreign body reaction tissue. Noted by surgeon tibial insert appeared in pristine condition, no sign of wear. Submission of late report due to difficulty in decision. Above appears to be due to patient body chemistry and not implant.